Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android: omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.s926usqs4cza1, hardware: sm-s926u, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 586 mg/dl between 24 and 36 hours of wearing the pod. The patient reported that while wearing the pod they developed severe hyperglycemia. The patient stated the pod was not delivering insulin effectively despite multiple correction boluses. On (B)(6) 2026, the patient sought medical attention. The patient symptoms included high bg levels, shortness of breath, chest pain, weakness, and nausea. The patient was diagnosed with diabetic ketoacidosis (dka) which was treated with an inulin intravenous (IV) drip and IV fluids. Additional care included laboratory testing, electrocardiogram, a chest x-ray, and blood work every 4 hours to monitor and confirm the closure of the anion gap and resolution of dka. The patient was discharged on (B)(6) 2026. The pod was discarded and a new pod was applied.